Event description:
Treatment was performed on a proximal lad lesion. The vision was delivered and positioned without difficulty, and the stent was successfully implanted at nominal pressure. The stent delivery system (sds) was retracted from the stent without difficulty into the guiding catheter. Upon removal of the device from the guiding catheter, the shaft of the vision was observed to have separated. No resistance was encountered at any time during the withdrawal from the anatomy or through the guiding catheter. The distal segment of the device was recovered with the removal of the guiding catheter. There was no pt injury.